Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead exhibited high thresholds after fixation. The lead was unfixed and repositioned; however, the lead still exhibited high thresholds. The physician was unable to unfix the lead. Turning the helix counterclockwise resulted in the lead twisting. The physician decided to keep the lead in the location with the observed high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.